Event description:
Boston scientific rec'd info that during a routine f/u, several untreated episodes with inappropriate sensing were observed in device history. Boston scientific's technical services was contacted for a functional review. It was then determined the root cause could be due to loose electrode-device connection. Surgical intervention was performed which confirmed the loose connection due to a setscrew anomaly. The device was explanted and another s-ICD device implanted with the chronic electrode. The explanted device is intended to be returned for a post market analysis. No adverse pt effects were reported.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.